Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported loss of therapy and a poking sensation. Impedances were checked and it was reported that one electrode was out but the patient was not programmed to it. Patient reported when they press their spine, they can feel the lead coiled and can feel the poking. The patient was reportedly unable to keep stimulation on. Reprogramming did not get normal paresthesia. It was reported that the issues began a few weeks prior to the report. It was recommended to have an x-ray done to check the lead for migration. It was reported that the patient had not had any falls or trauma but does enjoy gardening with bending over. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that patient does not feel tingling anymore just pressure at his back incision site. Patient stated they stumbled but did not fall. No diagnostic/ trouble shooting has been done yet. The issue has not been resolved at the time of this report. Unknown if surgical intervention has occurred. Patient is alive with no injury. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that x-rays weren't performed but the healthcare provider's office was working on scheduling them. Reprogramming was performed but that didn't resolve the poking feeling. The patient was seen at their doctor's office on (B)(6) 2018 and they were unsure of the cause of the patient not feeling stimulation and having pressure at the incision site. There was no resolution to the patient's symptoms. No further complications reported.